Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated

Event description:
Allegedly, the guardian implants were removed, except for the stem, due to an alleged infection and an antibiotic spacer was placed.